Manufacturer narrative:
D6b: unk h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Per complaint questionnaire the lens was removed/explanted in a different surgery. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based o the information provided, the risk assessment for our product, and our experience, we have determined that the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5- lens got explanted and no lens was replaced. Patient was unhappy with halos and is wearing ctl now. Claim # (B)(4).

Manufacturer narrative:
B5- per updated information the problem resolved. G4- premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. Claim # (B)(4).